Event description:
As reported by the study, at the 6-24 hr interval after percutaneous coronary intervention (pci), ck was four times above the upper normal limits and ck-mb was greater than or equal to five times above the upper normal limits. At the 24 hr to discharge interval, ck, ck-mb and troponin were within normal limits. The pt was discharged five days after admission.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 1-vessel disease was found. The primary indication for intervention was a previous non q-wave myocardial infarction with an unspecified time frame before pci. Pre-procedure ck cardiac enzymes were two times above the upper normal limits. Ck-mb and troponin were within normal limits. Pre-procedure medications included statins. Intra-procedure medications included clopidogrel and unfractionated heparin. Pci was performed on an 80% de novo lesion in the proximal left anterior descending artery (lad) of 16mm in length in a 3.5mm vessel diameter. The (b1) lesion was characterized with little to no calcification and thrombus was absent. Thrombin inhibition in myocardial infarction (timi) ii flow was recorded pre-procedure. The lesion was pre-dilated with a 3.5x8mm balloon at 18 atms before a 3.5x18mm cypher select plus stent was deployed at 14 atms with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0/%. Timi iii flow was restored post-procedure. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. The pt was discharged five days later. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. At the 1-month follow-up interval, the pt was asymptomatic. Post-procedure medications remained the same. Five months after pci, the pt had angina pectoris-recurrence of typical thoracic pain and positive stress test during cardiac reeducation. This event was classified as unrelated to the device. Please note that this device is not distributed in the us. However, it is similar to the us distributed product. It is also not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt.